Manufacturer narrative:
An event regarding pin dissociation of a triathlon 4:1 express cutting guide was reported. The event was confirmed. Method and results: device evaluation and results: inspection of the returned device confirmed the pin had dissociated from the device body. Additional dimensional inspection was not performed as it was confirmed the product was within scope of the associated CAPA; medical records received and evaluation: not performed as there was no indication that patient factors contributed to the reported event; device history review: all devices accepted into final stock conformed to specification. This review confirmed the device was manufactured prior to CAPA. Implementation; complaint history review: there have been one other event for the lot referenced. Conclusions: the investigation concluded that the fixation peg disassociating from the triathlon 4:1 express cutting block was caused by a manufacturing nonconformance. It was concluded that the supplier had not performed the required press fit operation between the peg and block which led to the pin coming out of the assembly. Stryker reserves the right to re-evaluate this investigation if additional relevant information becomes available. As a result, nonconformance pr was previously raised. The supplier investigation, scope and corrective actions are detailed within the nc and corresponding CAPA

Event description:
When removing the express block one of the back fixation pins broke and was left in patient bone. The broken pin was retrieved by surgeon and thrown into the sharps box at the hospital.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
When removing the express block one of the back fixation pins broke and was left in patient bone. The broken pin was retrieved by surgeon and thrown into the sharps box at the hospital.